Event description:
It was reported that pump showed resettable malfunction with no events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur, pump functioned normally, and caller was advised to continue using pump and to call back if issue returned.